Event description:
Burn noted after tonsillectomy procedure completed with harmonic scalpel. Burn area located below pt lip. Incident 1 month prior with noted minor burn on pt upper lip after tonsillectomy with use of harmonic scalpel.